Manufacturer narrative:
End user reports on december 21, 2020 the end user was changing out an oxygen tank and when placing the regulator on the tank a hissing sound was heard. End user reports second degree burns on ring finger, index finger and on the thumb. End user went to the emergency room for treatment. Supplemental report 2.19.2021: the customer filing the initial incident performed an evaluation of the device through their processes and informed sunset healthcare solutions on january 28, 2021 that the device was working properly and demonstrated no issues. The device has not yet been returned to sunset healthcare solutions.

Event description:
End user reports changing out an oxygen tak and when the end user placed the regulatory (res043) onto the oxygen tank, there was a hissiing noise heard. End user then reports second and third degree burns on the thumb, index finger and ring finger. End user reports going to the emergency room for treatment.

Manufacturer narrative:
End user reports on (B)(6) 2020 the end user was changing out an oxygen tank and when placing the regulator on the tank a hissing sound was heard. End user reports second degree burns on ring finger, index finger and on the thumb. End user went to the emergency room for treatment.

Event description:
End user reports changing out an oxygen tank and when the end user placed the regulatory (res043) onto the oxygen tank, there was a hissiing noise heard. End user then reports second and third degree burns on the thumb, index finger and ring finger. End user reports going to the emergency room for treatment.